Event description:
A ptca procedure was being performed on a lesion that was an eccentric stenosis in the proximal rca with mild tortuosity and without calcification. The lesion was dilated at 4 atm for 30 seconds and at 6 atm for 30 seconds, but it was monitored to be suboptimal on the angiogram. The lesion was dialted again at 8 atm for 40 seconds, but it was also suboptimal. Finally, the lesion was dilated again at 14 atm for 60 seconds, and during the following dilation at 14 atm for 60 seconds, the balloon ruptured. A dissection was confirmed on the angiogram. Another company's stent was implanted in the dissected area and the procedure was completed.